Event description:
It was reported that during a lap sigmoid procedure, the surgeon noted, that the 'crunch' was not as usual. During the check of the anastomosis, he noted a huge anastomotic leak. Only 1/3 of the anastomosis was stapled. The anastomotic ring was perfectly cut. The surgeon performed another distal resection and performed another anastomosis, which was successful. No pt consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.